Event description:
Patient had a triple coronary artery bypass graft procedure performed on (B)(6) 2012. The same day, as the patient was still present at the hospital, the patient heard a pop sound and notified medical staff. It was determined that the patient had opened back up underneath the staples. Patient was slender in size. The patient returned to the o.r. On (B)(4) 2012 and the four zipfix and two double wires that had broken were removed. The surgeon revised the patient with a combination of single and double wires. This is 1 of 6 reports for this event.

Manufacturer narrative:
Additional narrative: the investigation could not be completed; no conclusion could be drawn, as no product was received. The manufacturing documents were reviewed and no complaint related issues were found.